Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump had a blank display. Customer's blood glucose was 154 mg/dl. Customer stated the device alarmed watchdog timeout. Customer removed the battery and inserted back in and display did not return. Customer stated, the time was displayed but it wasn't advancing. Customer stated, the device alarmed after the buttons stopped responding. Customer was advised to discontinue use of the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.